Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, r-wave was not being detected well and no sensing issue was observed. It was mentioned that lead will be replaced. No further information available.

Event description:
New information received: issue was resolved making programming changes.